Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. Only 1pc is claimed as defective . No another complaint of this nature for gentlecath glide was received within past 2 years. The issue is considered as isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Age 69 years. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user states "he found 1 catheter a while ago in a box that had a "5-6 inch tear in the paper side of the packaging". The box it came was intact and found none others like this. He said it was packaged that way. He did not use it, he has been using these catheter for a little over 3 years he said. Overactive bladder treated by botox which causes retention, requires him to cath abt 6 x a day." No photo was provided.